Manufacturer narrative:
The involved file has been observed. Some signs of use are visible but the file is not broken, not damaged. No fault was found. For information, no unused file is available for evaluation. Moreover, the batch number is unknown, DHR cannot be reviewed. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.